Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance with noise being oversensed. Boston scientific technical services (ts) discussed potential lead insulation breach. Additional information obtained from field representative that cause was not determined. The rv lead was surgically abandoned and the crtd was explanted. No adverse patient effects were reported.